Event description:
Customer reported the sensor site will give her a rash. Customer stated she has been working with her local trainer and has tried different adhesiveness. Customer hasn't worn the sensor for about six months. The diabetic educator had determined that she should stop using the sensor. Customer has attempted putting tape under the sensor and it still would cause the rash. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.